Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7102191; product family: dbs-ipg-r-MRI, upn: (B)(4), model: db-1216, serial: (B)(4), batch: 514345.

Event description:
It was reported the deep brain stimulation (dbs) extensions began coming through the patient's skin and causing a dehiscence. The physician assessed the cause of the dehiscence to be the location of the connection on the neck. The patient underwent a revision procedure where the extensions were replaced and the implantable pulse generator (ipg) was moved to the other side of the patient's body. The patient did well postoperatively. The explanted extensions were retained by the facility due to contamination and were not returned for analysis.